Event description:
During a cataract extraction procedure, this phacoemulsification unit failed to calibrate one handpiece and there was low power from the handpiece that was used. The case was able to be finished with the lower poer handpiec.